Manufacturer narrative:
The reported event of stylet stuck in the lead was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin, crimp sleeve and cap were found pulled from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied during the procedure. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-35617. It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2021. During the procedure, a stylet was stuck in the new lv lead. The new lv lead was removed and replaced. The patient was stable.